Event description:
It was reported by the surgeon that the pt underwent a distal femoral replacement on (B)(6) 2002 and due to a migration requires a new implant for revision surgery.

Manufacturer narrative:
A definitive root cause of the aseptic loosening has not been identified, however aseptic loosening is a well-known mode of failure for orthopaedic implants, which may occur as an early or a late complication. The reported stem loosening could be as a result of patient factors such as trauma, obesity, activity levels or disease progression and/or surgical factors or preferences and not necessarily related to the device itself. Event date corrected from (B)(6) 2012 to (B)(6) 2013 common device name/product code corrected from "custom distal femur" to "limb salvage system/kro."

Event description:
It was reported by the surgeon that the patient underwent a distal femoral replacement on (B)(6) 2002 and due to a migration requires a new implant for revision surgery. Final supplemental report for 3004105610-2014-00131 ((B)(4)).

Manufacturer narrative:
A review of the device history was performed and no non-conformances were identified. Radiographical review indicated that the femoral stem has perforated the femoral bone. Post op x-rays would confirm whether this was due to surgical technique or loosening and migration over time. Requests are being made for additional info and a supplemental report will be provided if this info is received. Please note that this custom implant is similar to the mets modular distal femur implant (k121029).